Event description:
Information received with return of the explanted device notes increased pacing thresholds. A radiograph revealed that the lead had dislodged. Further tests found that the dislodgement was due to a large thrombus in the right atrium. During lead revision, the thrombus was excised by opening the atrium. The lead was positioned, but there was no output. An anomaly was noted on the insulation near the suture sleeve. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received